Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, "after loading and unlocking the safety system, the drive lever went blank." The product was able to fire at least once. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, as per the additional information received, the product was not able to fire at least one full round of stapling. The green safety button worked fine. The handle was closed as if it was empty. The case was completed using a new handle.